Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction corrosion on the scope mount, electrical contacts of the video connector and free-lock lever was traced to component failure. However, the probable cause of debris on the scope mount, switch and the main unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified the device had corrosion on the scope mount, electrical contacts of the video connector, free-lock lever and had debris on the scope mount, switch and the main unit. There was no patient involvement.